Event description:
Customer reportedly obtained results of >300mg/dl, 584mg/dl, and 120mg/dl within seconds on the same device. Customer had the device miscoded at the time of the comparison. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.